Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Citation: paul a. Kurlansky, et al. Mitral repair vs replacement for degenerative mitral regurgitation in patients aged ¿65 years. Annals of thoracic surgery. 2023; 116(4):736-742. Doi.org/10.1016/j.athoracsur.2023.05.023. Earliest date of publication used for date of event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding mitral repair versus replacement for degenerative mitral regurgitation in patients 65 years or older. The study population included 663 patients with a mean age of 73.4 years who were predominantly female.  Multiple manufacturer¿s devices were implanted in the study population; 40 patients were implanted with a medtronic hancock bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: postoperative mitral regurgitation.  No further information pertaining to medtronic products was noted.